Event description:
The customer reported the device was intermittently losing power. Additional information received from the customer indicated there was no patient involvement. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. Pins 7 and 8 on the j1 connector was found damaged.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device was intermittently losing power. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported the device was intermittently losing power. Additional information received from the customer indicated there was no patient involvement.